Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error found on (B)(6) 2022. Unit passed the self test and displacement test. Test p-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thump software. No pump error alarms noted during testing. However, the history/trace download confirmed pump error (line number = 1216, file number = 709, esf# = 3764385) alarms on (B)(6) 2022 at 09:15:39.000. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump error was confirmed due to hardware anomaly. Isolated to full stack. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed with software error detected. Customer stated that pump error occurred after coupling the transmitter with the insulin pump. Troubleshooting was performed and customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.